Event description:
Prytime is filing this report with an abundance of caution due to the presence of the reboa catheter in the bloodstream, which may have contributed to thrombus formation requiring a thrombectomy for treatment. The case involved a 20-year-old male patient who was presented to the facility with a gun-shot wound to the back. The patient had a history of multiple gun-shot wounds prior to this admission. Upon arrival the patient was lethargic and hypotensive. The team expressed difficulties in hemorrhage control. A cordis device was placed and whole blood was transfused. During this time, the team decided to proceed with a reboa procedure; percutaneous access was gained at the right common femoral artery (cfa); micro-puncture was exchanged for 7fr sheath. The reboa catheter was placed in zone-1 and the balloon was inflated for 1-hour (full occlusion). Per the reporting surgeon, the reboa occlusion reduced the bleeding, but it did not halt the bleeding completely. At this point it was confirmed that the bleeding was venous with very little arterial bleeding. After reboa placement, anesthesia placed a radial a-line, which was used to manage the patient's blood pressure. The patient had a large ivc hematoma, small mesenteric bleed, the bleeding was addressed via infrarenal ligation and ligation of the common iliac veins. It was noted that during their time in the or, there were no fluid columns attached to the cfa a-line, nor the reboa catheter; therefore, the a-lines were never flushed or monitored. Following completion of the first or procedures, the catheter balloon was deflated, and both the sheath and catheter remained in place. The patient was returned to the or for a second procedure (exploration and repair). Once hemorrhage control was obtained, the reboa catheter and sheath were removed without issue and manual pressure applied for closure. Palpable pulses were present in the groin. On a side note, the reboa catheter indwelling time was approximately 11.5 hours. The patient was transferred to the ICU, where it was discovered that the patient did not have palpable pulses. A cta was conducted on the patient's abdomen and pelvis which showed a thrombus (clot) was present from the aorta down to the right iliac (the course of the reboa catheter). Vascular surgery conducted a thrombectomy and arteriotomy for treatment of the thrombus. Post procedure, the patient was awake and eating at the bedside. Upon investigation of this incident, the presence of the reboa catheter within the bloodstream could not be ruled out as a potential contributor to the development of the thrombus. Overall, there was no confirmed deficiency with the prytime products exhibited in this case; nor a reported or alleged failure or deficiency of the device or its labeling.